Event description:
During percutaneous ureteral stent placement, a piece of the catheter fractured off during multiple attempts to remove the attached string. Approx one centimeter broke off. They were unable to snare or retrieve the fragment. A second procedure was required to remove the broken piece. Unable to place ureteral stent. Pt condition is unknown at this time.

Manufacturer narrative:
Lot# unk as info not provided by reporter. Expiration date unk as lot # not provided by reporter. Unk as lot# info not provided by reporter. Event evaluation: still under investigation.